Event description:
A (B)(6) male pt contacted zoll customer support to report that when trying to power on the device, the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not active device) has been confirmed. Upon eval, the case was cracked and the rear response button was non functional. The root cause for the defective response button cannot be positively identified. No adverse event resulted from the defective response button. The pt was issued a replacement monitor.